Event description:
It was reported by service report that the spring fell off the stretcher. It was the spring on the pump pedal assembly. There was pt involvement; however, no adverse consequences are reported.